Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl at the time of the incident and was treated with a bolus. The customer informed that the five sensors were not calibrating correctly and were not reading. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.